Event description:
The pump was returned for investigation. Evaluation revealed that the battery compartment is cracked. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment was cracked. A section of the battery compartment missing in the thread area. There was evidence of moisture contamination inside battery compartment. The battery cap threads were damaged. The battery cap is unable to tighten. The pump is not able to maintain an electrical connection with the returned battery cap or test battery cap. (B)(6).